Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device exhibited rapid battery depletion, with the battery not holding charge for a full day, leading the user to discontinue use and return the device for evaluation. Symptoms included no physiological symptoms or adverse health effects. Outcomes included no clinical impact, no medical intervention, and no changes to therapy beyond stopping use of the affected device. Investigation included a review of device history records and analysis of returned hardware. Investigation of this case revealed evidence consistent with low battery voltage and out-of-specification battery performance without associated alerts or alarms. It was concluded that the device experienced a battery malfunction related to the power subsystem.